Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
It was reported that a clinical patient underwent an initial right total hip arthroplasty on(B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2010 due to aseptic loosening of the acetabular component, dislocation, leg length discrepancy, pain, and discomfort. The acetabular shell, liner, and modular head were removed and replaced. Operative report noted the leg length discrepancy and pain were a result of the dislocation, which the patient reported to have occurred one year prior to the revision. Operative report further noted well-fixed stem and broken acetabular screws during the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Number 7 states, "undesirable shortening of limb." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 14 states, "postoperative bone fracture and pain." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Discarded.

Event description:
It was reported that a clinical patient underwent an initial right total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2010 due to aseptic loosening of the acetabular component, dislocation, leg length discrepancy, pain, and discomfort. The acetabular shell, liner, and modular head were removed and replaced. Operative report noted well-fixed stem and broken acetabular screws during the procedure.